Event description:
It was reported that the customer "received an alarm but cannot remember what it was". Reportedly, the customer experienced an elevated blood glucose (bg) level of 698 mg/dl and ketones; cause of bg not known. The customer was hospitalized and subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the treatment resolved the issue and had no permanent damage. The customer reverted to an alternate method of insulin therapy. Multiple follow attempts were made by tandem customer technical support (cts) to obtain the release date from the ICU, however, no response was received.